Event description:
A report was received that during a lead revision due to ineffective therapy the ipg was replaced. The physician noted tissue or blood inside the ipg header and decided to replace the ipg. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests performed. There was no tissue found inside the ipg header. The device exhibits normal device characteristics.

Event description:
A report was received that during a lead revision due to ineffective therapy the ipg was replaced. The physician noted tissue or blood inside the ipg header and decided to replace the ipg. The patient is doing well following the revision.